Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off. The customer connected the pump to a power source to charge and a malfunction alarm occurred. The customer reported that the pump likely shut down due to normal depletion, however tandem technical support was unable to confirm due to the malfunction event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. The alleged shutdown could not be confirmed as data logs could not be retrieved.